Event description:
The hcp reported that the pt experienced "numbness, burning, stabbing and inability to walk on left side" and was hospitalized. No device troubleshooting was performed. The concentration of dilaudid was decreased and bupivicaine was increased. No other intervention was performed. The pt recovered without sequela.